Manufacturer narrative:
(B)(4).

Event description:
It was reported catheter was being placed into the patient's subclavian. The patient had a history of irregular heart rate and a bundle branch block. The ECG calibration was successful. In the middle of the procedure the vps was showing a green arrow but they received no blue bullseye. A chest x-ray was taken and showed the catheter was in the patient's jugular. The physician did not notice the catheter tip coiled and pointing downward, only up. As a result, the line was retracted and replaced. A chest x-ray confirmed proper placement in the patient's distal svc/caj. There was a delay in treatment with no patient harm and no patient death or complications reported.